Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.50x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon withdrawal, it was noted that the front end of the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with proximal end struts lifted and bunched distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.50x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon withdrawal, it was noted that the front end of the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.